Manufacturer narrative:
The product was returned for investigation. The investigation found no abnormalities in the product's functionality, so the definitive cause of the reported problem could not be determined. It is considered that the reported event was caused by applying negative pressure from the side port with the fixed valve of the product not completely closed, causing air to flow in from the hemostasis valve, but the detailed cause could not be identified.

Event description:
When applying negative pressure, air entered from the connection between the contrast catheter and the product.